Manufacturer narrative:
This manufacturer¿s report was filed in error. The device was reported on manufacturer report 3003701944-2015-00514. (B)(4).

Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. (B)(4).

Event description:
A doctor reported during a glaucoma filtration device implant procedure, hyphaema occurred. Following the procedure, the lumen of the device was obstructed due to a blood clot. This caused the intraocular pressure (iop) to increase. Additional information was requested.